Event description:
"On or about (B)(6) 2002," an "influence infast" was implanted to treat for stress urinary incontinence. Plaintiff's attorney alleged plaintiff was caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering." Also alleged, plaintiff suffered, "infection, inflammation, tissue abrasion, and other severe adverse health consequences," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.